Event description:
Pocket infection. Device explanted. 2 days later a replacement device was implanted. Lead remains in use with replacement device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).